Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over. A technical support specialist (tss) had remotely accessed the server and reviewed the patient record, identifying that there were two admissions with the same visit identification. The tss had advised contacting the admission, discharge, and transfer team to delete the temporary duplicate patient entry, as duplicate admissions would prevent the patient from appearing on the station. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not crossing over. The user stated that the patient had been accidentally discharged and was subsequently re-admitted; however, the patient's information was not communicating with the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.